Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen was delayed in responding to presses. During troubleshooting with tandem technical support, the issue was resolved. Additionally, it was reported that resistance was experienced when filling the cartridge with insulin. The issue was resolved by performing a cartridge change. Customer¿s blood glucose level was in 200-294 mg/dl.